Manufacturer narrative:
Rep inspected the machine and found nothing to suggest that the prisma machine caused or contributed to the pt's condition or death. Gambro does not regard the submission of this report as an admission of liability. This event is being reported as per gambro policy: all cases of pt death within 24 hours after end of the treatment are considered reportable regardless of any involvement of a gambro device.